Event description:
Fmc complaint rec'd for eval. Stated complaint is "with eight minutes remaining of treatment, blood leak alarm noted." Blood loss reported as 250 cc. Internal blood leak. No sample is avilable and lot number is unk. Further clarification of info submitted has been requested by qs from canada. MDR filed due to blood loss reported. 4/27/99 no further info is available from customer. Reported blood loss was due to discard of the extracoporeal circuit; MDR filed based on this blood loss. No pt injury or illness.